Event description:
From: (B)(6) sent: sunday, april 11, 2021, 1:30 pm to: (B)(6) cc:(B)(6). Subject: vent# 6743 good afternoon (B)(6), as you are aware we had an incident on 6w today involving a vent shutting down on a patient. I was not in the room when it happened so I didn't see it firsthand but the rn stated that she looked over and the screen was black and the patient was not ventilating. (B)(6) was the rt that responded to the rn and turned on the vent. I was just coming back from l3, where I was getting supplies. We had just returned from a CT run with this patient and when we got back, I know the vent was working fine because I had to switch modes on her to make her more comfortable. It was probably a 10 minute window from when I left to go to l3 and me getting back up there. I will submit the safety report but I just wanted to give you a heads up and loop steve also in this. The vent is #6743 and currently on l3 with a yellow tag and a piece of paper that states it shut down on a patient so no one will re-dress it. From what the nurse told me the patients sat was 50% with a 1 star rating while they were ambuing her. Follow up abg and labs look good. Anymore questions please feel free to contact me. Thanks, (B)(6).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a missing power switch cover. In consequence (correction) the power switch was replaced. There was no patient or user harm.